Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the pouch was open and appeared to never have been sealed. The root cause of the open pouch can be attributed to an operator error during the manufacturing process. Applied medical will continue to perform seal inspections to ensure that all packages are functionally and cosmetically acceptable. We apologize for any inconvenience this may have caused and assure that applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"Package not sealed." Additional information received: the product was kept on the shelving in the product box. No damage was noted on the box the product was taken out of. No other products in the box showed signs of damage. Patient status: unknown .